Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was not adversely affected. To address the issue, the customer changed the infusion set and cartridge and continued with insulin therapy.